Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms. Evaluation of the returned modular cable confirmed wire damage, consistent with fatigue, that would have contributed to the reported driveline power fault. Review of the submitted log files captured events consistent with the reported controller exchange. Following the connection of the driveline, the pump resumed operation. A driveline power fault alarm, associated with power a broken fault flags, became active and persisted throughout the remainder of the file. No other notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. During functional testing of the returned modular cable, the inner wires were not able to pass resistance testing requirements. The modular cable was able to support operation of a test pump on a mock circulatory loop without issue and the driveline power fault was unable to be reproduced. The outer layers of the modular cable were removed, revealing damage to the brown wire approximately 14.5¿ and 20¿ from the inline connector. Additional damage was also observed to the green (communication a), yellow (communication b), and black (ground) wires approximately 20¿ from the inline connector. Although the reported alarm was unable to be reproduced during testing, with manipulation of the cable, the power conductors could have shorted to the ground conductors, which would have caused the observed interruptions in the power a signal and the driveline fault alarm confirmed through the submitted log files. It was reported that no further alarms were observed following the modular cable exchange. The patient remains ongoing on heartmate 3 left ventricular assist system support, with no further issues reported at this time. The relevant sections of the device history records for modular cable, lot number 8560444 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address system alarm conditions, including driveline power fault alarms, as well as the appropriate actions associated with each condition. Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections d4, h4: information updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that exchanging the modular cable resolved the driveline power fault alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital due to an advisory alarm on the system controller. The alarm turned out to be a driveline power fault alarm. It seemed that power a was broken. The system controller was exchanged and the problem was not solved. A new modular cable was ordered so the hospital could exchange the modular cable.